Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor scan result of 'lo' (reading less than 2.2 mmol/l) while using the adc freestyle libre. Customer further reported that the "lo" message was displayed for 4.5 hours and she began experiencing symptoms described as nausea, tired, and "powerless" and self-treated with juice "in order to get sugar higher". The symptoms were reported to begin at 20:00. Paramedics were called at 22:00 and upon their arrival, a reading of 16.8 mmol/l (302 mg/dl) was obtained on their meter at approximately 24:00. Customer was transported to a hospital where she was diagnosed with hyperglycemia and administered novorapid insulin and intravenous fluids. The customer further reported being diagnosed with ketacidosis by the doctor after midnight. No additional treatment was reported. The was no report of death or permanent impairment associate with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch. No issues were observed. Removed sensor plug assembly and inspected connector. Performed visual inspection on sensor plug and no issues were observed. All three contacts were installed properly. Visual inspection of the sensor plug assembly was performed and no cracks were visible. Data was extracted using approved software. Sensor was in state 5 (normal termination). Sensor plug assembly was removed and sensor was inserted into the simvivo test fixture. Current was applied to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a sensor scan result of 'lo' (reading less than 2.2 mmol/l) while using the adc freestyle libre. Customer further reported that the "lo" message was displayed for 4.5 hours and she began experiencing symptoms described as nausea, tired, and "powerless" and self-treated with juice "in order to get sugar higher". The symptoms were reported to begin at 20:00. Paramedics were called at 22:00 and upon their arrival, a reading of 16.8 mmol/l (302 mg/dl) was obtained on their meter at approximately 24:00. Customer was transported to a hospital where she was diagnosed with hyperglycemia and administered novorapid insulin and intravenous fluids. The customer further reported being diagnosed with ketoacidosis by the doctor after midnight. No additional treatment was reported. The was no report of death or permanent impairment associate with this event.